Manufacturer narrative:
A replacement pump was sent to the customer. In an email to a medela clinician on 8/22/2016, the customer stated that she had thrush that was treated with diflucan and that her baby had thrush that was treated with nystatin. She reported that both the customer and her baby are now asymptomatic. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
On (B)(6) 2016 the customer reported to a medela customer service representative that she has recurring thrush while using the pump in style advanced breast pump.